Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had high blood glucose of 426mg/dl. The mother stated that the customer delivered 7.0 units of insulin for breakfast, and it took two hours to active the insulin. The caller stated that the customer changed the infusion set several times with no results. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test and basic occlusion test. Unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a scratched display window.